Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was reported that there was a software malfunction. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that there was an issue with alignment of an imaging system can and a mr. The surgeon was hoping for an automatic registration so they used the imaging system scan. When selecting automerge, the system rotated one of the exams `30 degrees leading to a bad merge. The same thing occurred when manually merging the scans then selecting automerge. The same behavior occurred with a new imaging system scan. The surgery was aborted. There was no reported impact to patient outcome.